Manufacturer narrative:
Patient information provided. A medtronic representative went to the site to test the equipment. The imaging system passed the system checkout and was found to be fully functional.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A medtronic representative has not completed on-site inspection of the system. No parts have been replaced or returned to the manufacturer for evaluation. No findings possible.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system mobile view station (mvs) computer shut down unexpectedly and required a reboot. The system was rebooted and used to successfully complete the procedure. There was reportedly no delay, and the patient was not affected.